Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, patient was dizzy and had a headache. At some point, the cgm was reading 150 mg/dl and the blood glucose reading was 38 mg/dl. The patient was reportedly rushed to the hospital. No information about how the patient presented to the hospital, or why. The hypoglycemia was treated with sugar water and glucagon -2 sachet and the patient was hospitalized for 2 days. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.